Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
Per china aer database: it was reported that the aespire 7100 shutdown frequently, and the unit had to be restarted. There is no allegation this failure occurred during patient use.